Event description:
It was reported that the implant was removed due to becoming fractured with reported bone loss. Tooth #20.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual evaluation of the as returned implant identified fractured implant identified at the collar. Implant shows wear and signs of use. Also shows thread damage and bone residue. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was low bone density - type IV. The reported device had been placed on tooth #20 (universal) for approximately 5.5 years. The implant was placed on a previously loaded site. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63329013) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63329013) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.